Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the insulin pump alarmed power system error. The customer¿s blood glucose was 8 mmol/l at the time of the incident. Troubleshooting was performed and the mother was advised how to clear the alarm. The mother called back stated the alarm reoccurred three hours after troubleshooting. The insulin pump will be replaced. The insulin pump will not be retuned for product analysis.